Manufacturer narrative:
Follow-up # 1 date of submission 12/03/2013 - device evaluation:the pump has been returned and evaluated by product analysis 11/21/2013 with the following findings:the keypad was found to be fully intact; there was no damage observed. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive; the contrast button was completely unresponsive. The ok keypad button responded appropriately to button presses. A leak test was performed and no leaks were detected. There was evidence of contamination found under the up arrow, down arrow and contrast key contacts. The pump was opened and contamination was found on the bottom portion of the pump and pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The keypad buttons reportedly were unresponsive. The reporter denied damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.